Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level at the time of the incident was unknown. Customer is using his brother's pump, and no longer has his pump. The customer didn't say anything about the drive support cap being protruded/loose/sticking out. There is no evidence the insulin pump was exposed to high magnetic fields. The insulin pump will not be returned for analysis.